Event description:
It was reported that during hysterectomy procedures, the suture experienced needle detachment from the suture while suturing, the de tached needle fell into the patient cavity and was retrieved using a needle holder. The procedure was extended by at least one hour due to the repeated issue, and the physician ultimately used an alternative suture to complete the surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.